Manufacturer narrative:
Product complaint analysis team has completed its investigation of the device which was returned. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: any other noticeable damage, a dented cartridge; batch number, ac k0162y b k01; cartridge pan in place/condition, abc yes/good; condition of drivers, abc good; lockout tab on pan condition, abc good and position/condition of wedge sleds, a partially fired b. Functional tests & results: condition of clamp first lockout, ab good; condition of clamping mechanism, ab good; condition of firing mechanism, ab good; condition of knife, ab good; condition of wedge bands, ab good and is hyper lockout condition present, ab no. Analysis conclusion: based upon inquiry info received, visual examination, and functional testing, no conclusion could be reached as to why instrument produced "malformed staples" during surgery. Instruments were returned in good physical condition. Cartridge a was returned with dented cartridge face, with damaged wedge sleds, and broken towers. No conclusion could be reached as to how this damage occurred. Instruments were cycled, fired, cut, and formed staples within design specification. Instruments were disassembled to examine internal components and no deformations could be identified. It was concluded that instruments were fully functional and conforming to design specifications. Experience surgeon reported could not be repeated. Each instrument is evaluated during assembly process to ensure it functions properly.

Event description:
It was reported the device was used during a laparoscopically assisted vaginal hysterectomy. It was reported the staples were malformed upon the initial firing. Clips were placed across the staple line to control the bleeding. Cartridges were loaded for additional firings and the device was fired six more times without difficulty. There was no consequence to the pt. The sales rep is returning a sterile device with the same lot number for replacement on request of the customer. She is also including the original reload cartridge with the used device.